Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized, and recognized instruments on all ports. Multiple m-02 errors were identified in the error log.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, error m-02 occurred on the integrated electrosurgical unit (iesu). The site attempted to replace the instrument and energy cable, but the error/issue was not resolved. The customer called in while setting up for another procedure to report that they connected an external generator with an energy activation cable for the new case. This reported procedure was completed with no reported injury.